Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02517. Concomitant medical products: cat #: 650-1055, cer bioloxd option hd 28mm, lot#: 3062915. Cat #: 110010266, g7 osseoti multihole 56mm f, lot #: 65028850. Cat #:650-1066, cer opt type 1 tpr sleeve 0mm, lot #: 3065072. Cat#: 00625006520, bone scr 6.5x20 self-tap, lot #: 64731780. Cat #: 00625006530, bone scr 6.5x30 self-tap, lot #: j6935083. Cat #: 00625006535, bone scr 6.5x35 self-tap, lot #: j6751207. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a revision surgery approximately 10 years post implantation. On an unknown date the patient experienced a dislocation and was fixed with a closed reduction. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6. Medical records were not provided for the dislocation with closed reduction on an unknown date. The patient's medical history shows they are bilateral with 2 previous revisions, one on each hip, for metallosis and a periprosthetic fracture. Both times zimmer biomet products had been placed with no complications noted. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.